Event description:
It was reported during a rotational atherectomy procedure that before the procedure commenced a crack was found on the distal end of the wire. This wire was not in contact with the pt.